Event description:
The physician claims that, during a procedure using a hemashield vascular graft, blood was found to be leaking between the main branch and the extracorporeal circulation (ecc) branch. Two stitches were place to achieve hemostasis. There was no patient injury reported, however, the event caused a two hour delay in the procedure.

Manufacturer narrative:
A product has not been returned for our evaluation, therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Following our investigation, our conclusion to the most probable root cause can not be determined. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B) (4).